Event description:
The customer states that one patient sample generated a false non-reactive result with the architect anti-hcv assay. The sample generated an s/co result of 0.37. The hcv-rna methodology generated a reactive result of 2000000 copies. The customer states that they do not run controls on the architect system because they did not have any available. The customer retested the sample, which had been stored at -4 degrees c and generated a result of 12.51 s/co (reactive). There is no impact to patient management reported.

Event description:
Information received indicates the ground loss light is flashing on the bed.

Manufacturer narrative:
(B)(4) the customer returned the patient sample in question and one reagent kit of the architect anti-hcv assay, lot 73025hn00. Additional investigational testing was therefore performed. The returned specimen was initially tested with a reference file kit of architect anti-hcv, list number 6c37-25, lot number 73025hn00. The specimen sample was tested in three replicates and reactive results were obtained. Since the result of the returned sample testing was discrepant to the result obtained at the customer site, the returned specimen was tested with the field return kit of architect anti-hcv, list number 6c37-25, lot number 73025hn00. The specimen sample was tested in three replicates and reactive results were obtained. The investigational test results do not match the nature of the customer's complaint. Additional testing previously performed as part of this complaint investigation, of sensitivity panels and seroconversion panels, showed that the analytical and clinical sensitivity of architect anti-hcv, list number 6c37-25 lot number 73025hn00 were in acceptable performance ranges. A review of complaint tracking and trending data found no issue associated with the alleged deficiency documented in this customer's complaint. No potentially related issues, including those of clinical significance, and no different performance issues were identified and no further action is required. Based on the current investigation, it was determined that the architect anti-hcv assay, list number 6c37-25, lot number 73025hn00, is performing acceptably. This is a final report.

Manufacturer narrative:
(B)(4). (B)(6). No returns were made available from the customer site for this investigation. The evaluation began with the testing of a retained sample (reagent kit stored at abbott laboratories) of the architect anti-hcv assay, list number 6c37-25, lot number 73025hn00. One replicate of the negative control, positive control and ten replicates of sensitivity panel a (hcv core only) and sensitivity panel b (hcv ns3 only) were tested. Furthermore, two commercially available seroconversion panels phv907 and phv908 were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Results for sensitivity panels a and b demonstrated that the analytical sensitivity of the architect anti-hcv assay, list number 6c37-25, lot number 73025hn00 is acceptable. Additionally, for the two commercially available seroconversion panels (phv907 and phv908) the same bleeds were found to be reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 73025hn00 is compromised. A review of the complaint and manufacturing records for architect anti-hcv reagent kit, list number 6c37-25, lot number 73025hn00 was also conducted. This review did not identify any problems relating to the customer's observation. The current architect anti-hcv (ln6c37) package insert contains information to adequately address the customer's issue associated with this investigation. Based on the current investigation, it was determined that the architect anti-hcv assay, list number 6c37-25, lot number 73025hn00, is performing acceptably. The cause of the potential false (B)(6) patient result remains unknown since no returns were received. In rare cases, discrepant results may be seen in individual patient samples. This might be due to interfering substances present in the sample. No product malfunction/deficiency was identified. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.